Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the issue was noted to be caused by an error of the polaris spectra system control unit (scu).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the camera of the navigation system was not connecting when attempting to verify instrumentation. It was reported that two restarts were performed and functionality was restored on the second restart. It was noted that the issue occurred when setting up equipment for a later procedure. There was no patient present when this issue was identified. Additionally, it was reported that adjustment of the camera did not result in the issue recurring.